Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation;') in an adult female patient who had essure (batch no. 627299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure insertion procedure" and device ineffective "other: failed tubal occlusion/left essure failure". The patient's medical history included autoimmune disorder. Concurrent conditions included therapeutic procedure since (B)(6) 2009, dysfunctional uterine bleeding, ovarian cyst and cystocele. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: three trailing coils present on the left and on right fallopian tube with one trailing coil present. (B)(6) 2009- left tubal cautery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the right lower essure device appears in satisfactory position. The left essure devices is in an unknown location but more superior than expected for fallopian tube placement; on (B)(6) 2009: essure device in place in the right fallopian tube. Second essure device free within the pelvis; no contrast seen in either right or left fallopian tube. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation;') in an adult female patient who had essure (batch no. 627299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure insertion procedure" and device ineffective "other: failed tubal occlusion/left essure failure". The patient's medical history included autoimmune disorder. Concurrent conditions included fallopian tube operation since (B)(6) 2009, dysfunctional uterine bleeding, ovarian cyst and cystocele. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. The reporter commented: three trailing coils present on the left and on right fallopian tube with one trailing coil present. (B)(6) 2009-left tubal cautery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the right lower essure device appears in satisfactory position. The left essure devices is in an unknown location but more superior than expected for fallopian tube placement; on (B)(6) 2009: essure device in place in the right fallopian tube. Second essure device free within the pelvis; no contrast seen in either right or left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.